Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a plating of extra articular distal radius fracture surgeon was inserting the screws and the heads of three screws broke off. The shafts of the screws remain in the pt. This is 2 of 3 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.